Manufacturer narrative:
Device evaluation: no malfunction was reported. The ams800 device was visually inspected and functionally tested. No leak was found. The balloon pressure tested at 59.1 cmh2o. The original pressure of the balloon is not known. The balloon was oval in shape. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to unspecified reasons. A new 61-70 cm h2o balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to unspecified reasons. A new 61-70 cm h2o balloon was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.